Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. The insulin pump made a high pitch sound. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No unexpected high pitch noise during testing. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. However, pump unable to vibrate during self test due to broken vibrator black wire. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.